Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/06/2026. It was clarified that an unspecified sensor issue occurred. The date of the event is an approximation. Insulet reported via email that the patient¿s mother experienced a loss of communication between the dexcom cgm sensor and the omnipod 5 system following a pod change on (B)(6) 2026. She stated that the devices were not communicating as intended, resulting in the omnipod 5 continuing basal insulin delivery while the patient was experiencing hypoglycemia during sleep. The parent reported that the cgm sensor was not functioning properly, which contributed to the patient requiring an emergency department visit. Details regarding the behavior of the primary cgm display device were not provided. Although the pod was initially reported to be delivering insulin, it was later replaced; however, the replacement pod also failed to establish communication with the sensor. Multiple attempts to obtain additional information from the reporter were documented as unsuccessful. Performance data was reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 01/14/2026 at 10:12 pm with transmitter/wearable serial number (B)(6). The sensor session lasted less than 2 days and ended due to unknown reasons on (B)(6) 2026. The final egv logged during the session was 83 mg/dl at 2:22 pm. There was no phone user activity logged for this session. The reported issue with signal loss was confirmed in the insulet pump data. The reported issue of loss of communication between the dexcom cgm sensor and the omnipod 5 system was confirmed in the insulet pump data. The root cause of loss of communication with the insulin pump was determined to be a use issue where the sensor was communicating with the receiver and therefore could not communicate with the insulin pump simultaneously. On the date of the reported event (B)(6) 2026) the egvs were below the low threshold, and alerted with maximum audio, up until approximately 4:07 am when the egvs rose above the threshold. All alert were working as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The date of the event is an approximation. Insulet reported via email that the patient¿s mother experienced a loss of communication between the dexcom cgm sensor and the omnipod 5 system following a pod change on 01/15/2026. She stated that the devices were not communicating as intended, resulting in the omnipod 5 continuing basal insulin delivery while the patient was experiencing hypoglycemia during sleep. The parent reported that the cgm sensor was not functioning properly, which contributed to the patient requiring an emergency department visit. Details regarding the behavior of the primary cgm display device were not provided. Although the pod was initially reported to be delivering insulin, it was later replaced; however, the replacement pod also failed to establish communication with the sensor. Multiple attempts to obtain additional information from the reporter were documented as unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.